Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller met with patient today and programmed adaptive stim. Patient is using group a with programs 1, 2 and 3 but likes to only run one program at a time. When patient got home, they turned an individual program off but when they changed positions or unlocked the controller, all 3 programs turned on together. Caller stated patient tried turning adaptive stim off on some of the programs too and the same thing happened - when they unlocked the controller, all 3 programs turned on at the same time. The caller was not with the patient. Tss reviewed that patient should be able to turn individual programs off and they would remain off until patient manually turns them back on. Tss suggested checking to see how patient is unlocking controller - if they are using the stim on/off button on the top, patient may be turning stim on (for all programs) inadvertently. Caller stated adaptive stim and turning individual programs was working when they were with the patient and using the tablet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported that was the the way the tech had unit set up for coverage. Pt turned of #1 and #3 after discussing with the tech. The issue has been resolved.